Event description:
The safety feature on the 21g needle in the 5g double lumen kit failed to initiate, the plastic piece slid down, but the metal safety piece remained at the top leaving the needle still exposed. The safety feature on the 21g needle in the 4g double lumen kit failed to initiate, the plastic piece slid down, but the metal safety piece remained at the top leaving the needle still exposed.